Event description:
It was reported that the patient received several inappropriate therapies due to t-wave oversensing. It was noted that low sensing was observed since implant. As such, the sense/pace portion of the lead was capped and replaced with no consequences to the patient. The defib portion remains active.

Manufacturer narrative:
No medwatch form was received.